Event description:
It was reported that patient faced cannula issue as the cannula was found bent on the first day of use on (B)(6) 2026. The patient had high blood glucose level (350 mg/dl) for about two hours which was treated with insulin pen. The site of insertion was abdomen.

Manufacturer narrative:
E1: event country: saudi arabia. (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.